Event description:
It was reported that the customer had high blood glucose levels of more than 157 mg/dl. The customer reported a motor error alarm from the insulin pump during priming. The mother of the customer reported that the insulin pump was not exposed to a high magnetic field. The customer was asked to return the insulin pump for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.